Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The additional traveler rx device is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavy tortuous and calcified lesion in the proximal, middle and distal left anterior descending (lad) artery. An intravascular ultra sound (ivus) and an unspecified 1.75mm balloon failed to cross the lesion. Therefore, dilation was attempted with an unspecified 1.0mm balloon; however the balloon ruptured. Subsequently, a 1.50 x 12mm rx traveler balloon dilatation catheter (bdc) was advanced to the target lesion; however resistance with the anatomy was felt. During the fourth inflation, the balloon ruptured at 8 atmospheres (atms). The bdc was removed and dilation was performed with a 1.75mm unspecified balloon and a 2mm unspecified balloon. Then an unspecified stent was deployed to treat the target lesion. A 3.50 x 08mm rx nc traveler bdc was advanced to the target lesion to dilate the proximal lad; however the balloon ruptured at the second inflation partially due to calcification. The bdc was removed and another unspecified balloon was use to complete dilation. An unspecified stent was deployed to treat the target lesion, completing the procedure. There were no adverse patient effects and no reported clinically significant delays. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
N/a.